Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic wedge resection of the lung, when using the handle to correctly install the first reload to remove lung tissue, it was found that the firing could not be achieved, the surgeon was able to press the green button and squeeze the handle. After replacing the second reload, it could only be fired halfway. Later, the third reload was replaced to complete the case. There was no patient injury.